Event description:
Subsequent to the initial report, additional information was provided reporting that re-intervention is scheduled for (B)(6) 2019. The plan is to deploy a palmaz (non-endologix) stent.

Manufacturer narrative:
Based on the description of the event and medical information available, clinical assessment confirmed the reported event of the type ia endoleak. The type ia is most likely due to the reported reverse taper neck in combination with a juxtarenal angle of 44 degrees. The reported intraoperative proximal stent movement is unconfirmed due to a lack of relevant imaging. Procedure related harms for this event could not be determined. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
During implant of the ovation ix sealing system to treat an abdominal aortic aneurysm, an intraoperative type ia endoleak occurred. Reportedly, the neck was reverse tapered. The main body was fixated at the middle of the lowest renal. Verification of seal revealed a type ia endoleak. After ballooning with a coda balloon was completed, both iliac limb grafts were placed. At completion of implant a final angiogram showed the type ia endoleak was still present. The main body graft had dropped approximately five millimeters from the initial placement. The patient left the operating room with a type ia endoleak. The patient will be brought back for CT at 30 day follow up.